Event description:
It was reported the patient has not charged the ipg in a year. The charger is unable to communicate with the ipg. The patient will schedule an appointment with the sjm representative regarding the issue.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.